Event description:
During the procedure, the first and second enterprise stents (enf452212/ enf452812) prematurely detached inside hub of microcatheter prowler select plus with 5cm tip. The stents were removed from the microcatheter by removing the tuohy, and the target site was not lost. A third enterprise (enf453712) was then inserted into the same microcatheter but it would not deploy, proceeded to place 3rd enterprise stent in the same microcatheter, but the enterprise stent would not deploy, although all labeling instructions were followed. The stent made it to the end of the microcatheter but it could not be deployed or recaptured. The stent was only recapture once. The doctor removed the entire system (enterprise stent and microcatheter), and placed a noncordis (neuroform) successfully. The enterprise and microcatheter were removed as unit. According to the sales rep, the physician demonstrated complete knowledge of the device and how it is utilized. According to the physician, the introducer for all the devices were seated correctly in the hub of the microcatheter, and the tuohy, was closed to secure the introducer and prevent movement. All of the products were discarded and will not be returned for analysis. Procedural films pertaining to the attempted placement of the third enterprise stent are not available.

Manufacturer narrative:
The event date 3 is (B)(6) 2010, but the actual day is unknown, and therefore the concomitant therapy date is also unknown. The lot numbers of the prowler select plus was not available; therefore device history record reviews cannot be completed. It was reported that the introducer was fully seated and secured in the hub of the microcatheter during introduction of the first two enterprise vrds. However, proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. A third enterprise was successfully introduced into the hub of the same microcatheter. Without the return of the involved devices for analysis, no conclusion can be made regarding the event; therefore, no corrective actions will be taken. Based on the reported information and without the return of the enterprise system or prowler select plus microcatheter, no conclusion can be made regarding root cause or factors contributing to the reported inability to deploy or recapture the enterprise with the microcatheter. Therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00242 and 1058196-2010-00243.